Event description:
We received an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4). The meter memory lists the following results: 2.7 inr at 9:03 a.m. With a date of (B)(6) 2022. > 8.0 inr at 11:57 a.m. With a date of (B)(6) 2022. This result was actually obtained on (B)(6) 2022. The time and date had been reset immediately prior to calling. The reporter was unsure if the result of 2.7 inr occurred on the same day as the > 8.0 inr. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr. The patient¿s testing frequency is sporadic and is not always compliant; sometimes he tests monthly or not at all.

Manufacturer narrative:
Occupation is patient/consumer (patient¿s wife). There was also a meter display concern about "fluttering and strange messages." A display check was performed on the call and the display was complete. The results field was also complete when reviewing the meter memory results. The meter and test strips were requested for an investigation, however, there are no strips remaining to return. The meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.3 inr, qc 2: 5.2 inr, qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.